Event description:
It was reported that a clinical study (a4010 vercise dbs registry) patient was admitted to the hospital due to an infection around the wound site; which was deemed moderate in severity. The patient complained of pain on the left side of the head and that the surgical site protruded. The patient underwent pus drainage and was treated with antibiotics, the patient recovered and was discharged from the hospital. The event was deemed to be related to the procedure and unlikely related to the device. Additional information was received that the event has now been deemed to be related to the procedure and possibly related to the device hardware.

Manufacturer narrative:
H6 patient code 3191 no code available was used because there is not an FDA code equivalent to additional intervention required.

Manufacturer narrative:
Additional suspect medical device components involved: model #: db-2202-45, serial #: (B)(4), description: dbs directional lead sterile kit 45cm. Model #: db-2202-45, serial #: (B)(4), description: dbs directional lead sterile kit 45cm. Model #: nm-3138-55, serial #: (B)(4), description: 55cm 8 contact extension, model #: nm-3138-55, serial #: (B)(4), description: 55cm 8 contact extension. Model #: db-4600-c, lot #: 24179968, description: suretek burr hole cover kit.

Event description:
It was reported that a clinical study was admitted to the hospital due to an infection around the wound site; which was deemed moderate in severity. The patient complained of pain on the left side of the head and that the surgical site protruded. The patient underwent pus drainage and was treated with antibiotics, the patient recovered and was discharged from the hospital. The event was deemed to be related to the procedure and unlikely related to the device.